Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the calcified left anterior descending coronary artery. A 3.5 x 38 mm rx xience prime stent delivery system (sds) was selected for the procedure. There were no issues noted with the sds during unpacking, inspection and preparation. The sds was advanced with no resistance to the lesion and crossed. Upon the first inflation attempt the balloon would not inflate. The sds was removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.